Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had normal blood glucose levels. No exact blood glucose levels were provided. The customer reported a motor error from the insulin pump during rewind. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.